Manufacturer narrative:
(B)(4). We received one used pencan 27gx3 1/2" (0.42x88 mm) in open packaging. The received sample was visually examined. The pencan cannula is broken off approximately. 55 mm away from the cannula tip. The structure of the break of the raw cannula shows that the cannula was bent before the break. The broken-off part with the cannula hub was not handed over by the customer. The observed failure mode is consistent with problems during application and consider the complaint as not justified. We have informed our manufacturer accordingly. Reviewed the device history record for article no. 4502027: pencan 27gx3 1/2" (0.42x88 mm) and batch no. 14n02g8f08 at in-process inspection and at final control inspection and there were no such defect encountered. This product article no. (B)(4): pencan needle g27 x 3 1/2" (g27x88) was purchased from b. Braun aesculap (B)(4). (B)(4) only performed packing and gas sterilization. The concerned batches no. 14k26h0bt1, 14l15h0bt1, 4g28290bt1 and 4g08290bt1.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "patient scheduled to re-section lower limb lipoma, spinal anesthetic technique is chosen for best risk-benefit to the patient, for carrying out the process with tip pen needle 27 in the third puncture out the soul of crooked needle,not reinserted if not proceed to withdraw needle which goes fractured, remain approximately 2cm into the patient spinal needle; technical change to general anesthesia, is told at companion".